Event description:
Unable to complete cut once started, the loop drags through tissue and doesn't cut smoothly. Requires restarting the cut & short amount of time but still doesn't make a clean cut. Order: (B)(4). Complaint verified: tightened bj1 connector. 1st follow up sent 9/1421 response from customer: the machine would start to cut tissue and shortly after it would stop and they would have to restart. My last physician that used it said she had to finish the cut with scissors to remove the tissue. 1216677-2021-00205 leep precision generator lp-20-120 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x: inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/19/2019 under wo#'s (B)(4) and shipped on 09/25/2019. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in january of 2021. The generator was fitted with a new board, s/n: (B)(6). Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log: (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the finding by service & repair confirmed a loose nut on bj1. The loose nut aligns with the problem description as it is where the power comes through from the display board to the hand piece. Additional information on the root cause for the loose nut is not available, but it was noted there was no set force defined when securing this nut(s) on the board. Correction and/or corrective action: the loose nut was tightened, the board was updated to latest revision, the unit tested to specifications and returned to the customer. A defined amount of force was set on the 300788-r board . Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unable to complete cut once started, the loop drags through tissue and doesn't cut smoothly. Requires restarting the cut & short amount of time but still doesn't make a clean cut. Order: (B)(4). Complaint verified----tightened bj1 connector. 1st follow up sent 9/1421 response from customer: the machine would start to cut tissue and shortly after it would stop and they would have to restart. My last physician that used it said she had to finish the cut with scissors to remove the tissue. Leep precision generator lp-20-120 (B)(4).